Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued and due to their ongoing nature and multiple troubleshooting attempts with tandem technical support a replacement pump was sent to resolve the issue on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.